Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol). Boston scientific technical services (ts) discussed that the device programming for rate and mode was no longer programmable now. The health care professional (hcp) mentioned that several months ago, the device showed three years remaining longevity and the 5 months after the device had reached elective replacement time (ert). There was no further information provided. The device remains in service. No adverse patient effects reported.